Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and solyx mesh were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal, modified anterior and posterior colporrhaphy and perineorrhaphy on (B)(6) 2010 due to mesh exposure.